Event description:
It is reported that the patient was revised due to a fall in which the humeral implant was broken.

Manufacturer narrative:
Evaluation summary: as returned, the humeral component is fractured approximately 3 inches from the end of the stem. There is also damage to the area where the ulna connects to the humerus. No information on ulna was given. Surgical notes were not provided. X-rays of the patient prior to the fracture were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unknown. It has been reported that the surgeon described the patient as a "serial over-user" and in the medical opinion of the surgeon that the fracture was due to a fall. However with the information provided a definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.